Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the drivers experienced an issue in which the set screw breakoff piece stuck on the drivers. There were no patient symptoms or complications were associated with this event. Additional information received from the manufacturer representative that the instruments breakage occurred. Additional information received from the manufacturer representative that the procedure/ therapy involved was anterior lumbar interbody fusion therapy to l4/5.